Event description:
A pt reported blood glucose results of 401 mg/dl, 285 mg/dl, 3387 mg/dl, 252 mg/dl and 285 mg/dl with a lifescan meter, performed within 5 minutes of each other based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test was performed and the result fell within specifications.